Event description:
While performing a debridement of tissue in pt's right knee, md noticed dark shaving coming from blade and onto pt's tissue. Md requsted new blade but the same thing happened. Md then switched to different size-3.5mm full radius-and completed procedure successfully, would irrigated thoroughly.